Event description:
The stent was successfully deployed at the neck of a basilar artery aneurysm, mid basilar artery to the left p1 posterior cerebral artery (pca) segment. Angiography taken after the first coil had been removed revealed a thrombus in the p1 pca, in the distal portion of the stent. This was effectively treated with 21.5mg of reopro intra arterially. There was no reported clinical consequence to the patient due to this event.